Manufacturer narrative:
Qn# (B)(4). Additional information received 16-jun-2025 indicates "the patient required an operation to remove the rest of the catheter and had to be sutured". It was also reported that no pieces of the catheter remained in the patient and the current condition of the patient was "fine". The customer provided one photo for analysis. No clear observations of the catheter could be made as the catheter was packaged within a container in the photo. The customer also returned one 20 ga arterial catheter for analysis. The catheter was separated near the proximal end of the catheter body. The catheter also had multiple kinks observed throughout the body. Signs of use in the form of biological material were observed in the extension line and on the catheter body. Microscopic examination confirmed the damage and revealed that the proximal point of separation was smooth, uniform, and angled in nature. Although the customer report refutes a possible cutting of the catheter body, the damage observed is consistent with contact with sharps during use. Further visual examination of the distal point of separation also revealed signs of a partially severed catheter extrusion. However, the distal point of separation also displayed significant deformation in the form of stretching/pulling and had an extrusion that was narrowed and physically twisted. The extensive stretching and twisting are likely indicative of manual force that was applied to the catheter; it cannot be determined exactly when or how this application of force occurred. The kinks in the separated distal portion of the catheter body measured at 28mm, 45mm, and 65mm from the distal tip. The separated distal portion of the catheter body measured 78mm. The remaining proximal portion of the catheter body measured from the point of separation to the juncture hub measured 7mm. Cumulatively, this equates to 85mm, which is within the catheter length specification of 82mm-86mm per catheter product drawing. This confirms that the customer was able to remove all parts of the catheter from the patient. The catheter body outer diameter (not near the point of separation) measured 1.05mm, which is within the specification limits of 1.04mm-1.09mm per the catheter extrusion product drawing. The catheter body inner diameter could not be accurately dimensionally inspected due to the condition of the returned sample. Functional inspection could not be performed due to the condition of the returned sample. The instructions for use (IFU) provided with the kit informs the user, "warning: do not use scissors to remove dressing to reduce the risk of cutting the catheter. Remove catheter securement device or sutures being careful not to cut catheter. Remove catheter slowly. Warning: do not use excessive force in removing catheter. If resistance is met on removal, stop and follow institutional policies and procedures for difficult to remove catheters." The customer report of a separated arterial catheter was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the catheter body was separated towards the proximal end. Microscopic examination confirmed the damage and revealed that the proximal point of separation was smooth, uniform, and angled in nature. Although the customer report refutes a possible cutting of the catheter body, the damage observed is consistent with contact with sharps during use. Further visual examination of the distal point of separation also revealed signs of a partially severed catheter extrusion. However, the distal point of separation also displayed significant deformation in the form of stretching/pulling and had an extrusion that was narrowed and physically twisted. The extensive stretching and twisting are likely indicative of manual force that was applied to the catheter; it cannot be determined exactly when or how this application of force occurred. There were no findings on the returned device that would suggest a manufacturing related defect. Therefore, based on the evidence observed on the returned sample, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported from the pharmacist "the patient had an arterial catheter in his wrist, in the radial artery, for several days. The nurse was able to remove the catheter. The catheter was removed without resistance. After removal, part of the catheter was found to be missing. It is suspected that the catheter had torn. Mechanical cutting by nursing staff can be ruled out, as there was no skin lesion. The catheter eventually had to be surgically removed from the patient."

Event description:
It was reported from the pharmacist "the patient had an arterial catheter in his wrist, in the radial artery, for several days. The nurse was able to remove the catheter. The catheter was removed without resistance. After removal, part of the catheter was found to be missing. It is suspected that the catheter had torn. Mechanical cutting by nursing staff can be ruled out, as there was no skin lesion. The catheter eventually had to be surgically removed from the patient." The patient's current condition is reported as "unknown".

Manufacturer narrative:
Qn (B)(4).